Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in iowa reported via a fisher & paykel (f&p) healthcare field representative that a 950n81j neonatal / pediatric ventilator circuit kit was found leaking. There was no patient involvement as the issue was found whilst the devices were not in use on a patient.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel (f&p) healthcare field representative that a 950n81j neonatal / pediatric ventilator circuit kit was found leaking. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Corrections: section d4: device indentification details including sn#, lot# and UDI were not received. Method: the subject 950n81j neonatal / pediatric ventilator circuit kit was returned to fisher & paykel (f&p) healthcare in new zealand where it was visually inspected and performance tested. Results: visual inspection of the returned 950n81j neonatal / pediatric ventilator circuit kit identified that the swivel o-ring was partially folded. Further testing confirmed that the subject device did not pass the leak test, confirming the reported issue. Conclusion: the reported gas leak of the subject 950n81j neonatal / pediatric ventilator circuit kit was confirmed. All heated breathing tubes as part of the 950n81j neonatal/pediatric ventilator circuit kit are visually inspected and undergo functional tests, including a 100% leak test during production. Those that fail are rejected. The user instructions that accompanies the 950n81j neonatal/pediatric ventilator circuit kit may also caution the user: - set appropriate ventilator or flow source alarms to monitor therapy delivery. - perform a pressure and leak test on the breathing system before connecting to a patient.